Event description:
It was reported that the drainage catheter became encrusted and was difficult to remove. The flexima apdl catheter was introduced to drain a kidney. Six to eight weeks later the device was blocked and needed to be removed. The device was found to be encrusted and blocked throughout its length. Due to the complete blockage of the lumen of the catheter, the suture which acts as the locking mechanism did not loosen to allow the pigtail end of the catheter to straighten. After several failed attempts to unlock using the locking mechanism, the device was cut beyond the locking hub. An amplatz wire was inserted inside the lumen of the drain to assist with unlocking it. After over an hour the device was removed. Per the physician, "what should have been a five minute exchange turned into a prolonged and uncomfortable procedure for the patient." No patient complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
Age of patient at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).